Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393009, 510k #k172199 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- foraminal stenosis procedure- one level transforaminal lumbar interbody fusion (tlif) levels implanted- l5 - s1 it was reported that, intra-op, the implant broke when the surgeon inserted the implant in the disc space. No fragment of the implant remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: microscopic examination of the implant displays a fast-moving fracture with rays emanating towards the inserter interface, and deformation at the inserter attachment hole. This is consistent with an overload of the implant due to excessive force during implant impaction. If information is provided in the future, a supplemental report will be issued.